Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that on (B)(6) 2024, the colonovideoscope tested positive for 2 colony forming units (cfus) of enterobacter hormaechei. On (B)(6) 2024, tested positive for a total of 48 cfus of enterobacter cloacae complex. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
It was reported that on (B)(6) 2024, the colonovideoscope tested positive for 2 colony forming units (cfus) of enterobacter hormaechei. On (B)(6) 2024, tested positive for a total of 48 cfus of enterobacter cloacae complex. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: user error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.